Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and difficulty removing the device appear to be related to interactions with the calcification in the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosis in the right coronary artery with mild tortuosity and mild calcification. A 2.5 x 15mm xience xpedition stent delivery system (sds) was advanced, but met resistance with the vessel and failed to cross. Resistance was also felt with the anatomy during removal of the sds. A new 2.5 x 15mm xience xpedition was advanced and the stent was implanted to successfully complete the procedure. The final patient outcome was satisfactory. There was no clinically significant delay in procedure and no reported adverse patient effects. No additional information was provided.